Event description:
It was reported that during the implant procedure, while introducing the wire the physician felt a resistance within the lead. After overcoming this resistance, the tip of the wire was damaged and it could not be used further. The lead was attempted and not used. Another lead used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).